Event description:
I began treatments (reduce tinnitus symptoms) using the neuromod lenire device on (B)(6) 2023. The treatment consists of (2) 30-minute sessions per day. I logged each session in a google doc along with a rating of the severity of my tinnitus and any notes about how I was feeling about my tinnitus each day to show progress or improvements in my tinnitus condition. After 90 days there is no improvement in tinnitus and I feel my condition is 10% to 15% worse than when I began treatments. The device also functioned poorly after 60 days and would need to be restarted as many as 7-8 times per session.